Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 lead, implanted (B)(6) 2005; 6947-65 lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that high thresholds were observed on the patient's left ventricle (lv) lead. During a procedure, an attempt was made to implant a replacement lead, however, due to tortuosity, lead position could not be maintained. The physician chose to minimally retract the native bipolar lv lead, and change pacing configurations. Acceptable thresholds were obtained using the ring electrode as the cathode in an extended configuration. No patient complications have been reported as a result of this event.